Event description:
It was reported that when using the bd pyxis medstation system 3west, main drawer 5, which is a full height drawer, was not detected on the communication bus during the process of medication removal. The customer reported that there was no delay in patient care, as the nurse was able to retrieve the medication from an alternative medstation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was caused by main drawer 5 showing several pockets that were not detected on the communication bus. A field service engineer reseated the row board cable and removed any debris found under the pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.